Event description:
The entire device was removed from the pt due to infection and attempted to do corporoplasty with gortex. Date of surgery and hosp not indicated. Surgery info has not been provided at this time.